Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, device history record, instructions for use(IFU), manufacturing instructions (mi), quality control (qc) and a visual inspection of the returned device was conducted for the purpose of this investigation. The device was returned in a sheath. The distal end of the device with distal balloon portion was outside of the sheath, but the proximal balloon portion was unable to be seen, thus was likely within the sheath. The distal portion of the balloon showed evidence of a circumferential burst. From the distal edge of cone to balloon separation measured approximately 7.4cm. Cannot see marker bands, but may be within the sheath as the tubing under balloon is stretched. A 0.035¿ wire guide was advanced through the distal lumen, and passed 97.8 cm into the catheter before being stopped by an obstruction. End of fitting to strain relief was 8 cm, so wire guide was only able to traverse about 90 cm of the 135 cm catheter. The sheath is dented at the distal tip (light blue portion), has a partial tear 2mm from distal tip of the sheath, and bunching of material within the light blue tip. The investigator advanced the balloon catheter from sheath far enough to inspect the proximal balloon portion. The 2 marker bands were located in sheath. The length of the proximal end of balloon measured approximately 1.5 cm from the cone to the balloon rupture. The tubing under the proximal end of the balloon appeared to have accordioned. The tear on the distal balloon appears to line up with the tear on the proximal balloon. The working length for this balloon must be between 9.7 cm and 10.3 cm. The measured balloon at time of investigation, from cone to cone (adding proximal and distal measurements), is 8.9 cm. Mismatch between spec and results may be due to the distal portion of the balloon being damaged/slightly scrunched. Catheter shaft proximal to balloon appears undamaged. A portion of shaft under sheath was not able to be inspected. The portion of the shaft between the two balloon bonds was stretched to 22 cm in length, and accordianed just proximal to the distal balloon portion. During a nonconformance review there was one leak associated with lot 4877866. A search for other complaints associated with lot 4877866 identified none. Per mi, balloon burst, compliance, and fatigue verification testing are performed. The device is 100% inspected for defects, inspect proximal and distal balloon bonds for integrity and correct length, dry leak test (low pressure check), checks balloon for surface defects, and verify catheter is smooth, clean, and free of damage. After the balloon has undergone the folding process, inspectors verify sheath compatibility of the folded balloon and verify the balloon catheter in balloon protector does not leak (high pressure check). Each device is shipped with IFU, which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: do not exceed rated burst pressure and do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur. The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The returned device showed evidence of a circumferential burst. Balloons are designed to rupture linearly, but may burst or tear circumferentially due to angulation or calcification. Calcifications can have unexpected sharp protrusions which can damage the balloon and contribute to burst or tear. The user did report calcification, but it is unknown if this played a role in the rupture or in a tear of the balloon. The user did not report the inflation pressure that was used, thus it is unknown if over-inflation contributed to the balloon rupture. The user stated they could not remove the balloon through the 6fr sheath. After rupture, attempted removal through an introducer/sheath (against the IFU) would be difficult as the balloon cannot be fully deflated, making rewrap more difficult on a balloon. A balloon that burst circumferentially has an even more difficult time with rewrap, which increases the potential for separation. It is likely that the attempted withdrawal through the sheath contributed to resistance and stretching of the catheter. A definitive root cause for the rupture cannot be determined. The physician ultimately removed the balloon and sheath as a unit. However, based off an evaluation by a medical representative the calcification played a significant part in the initial rupture of the balloon.

Event description:
During a angioplasty procedure, the balloon burst circumferentially. When they attempted to remove the balloon through a 6fr sheath, it wouldn't go through the introducer. The sheath and the ruptured balloon were removed together intact. Minor trauma at the access site on the right femoral artery was noted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a angioplasty procedure, the balloon burst circumferentially. When they attempted to remove the balloon through a 6fr sheath, it wouldn't go through the introducer. The sheath and the ruptured balloon were removed together intact. Minor trauma at the access site on the right femoral artery was noted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.